Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system was oversensing while the patient's heart rate was in bradycardia. Review of the stored electrograms indicate the patient's intrinsic rate is very close to the paced rate of 40 ppm.